Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Cause was not known. Customer removed pump tubing and consumed carbs. To address bg. Symbol cleared once patient selected the 1-2-3 and cleared the alerts. The customer continued to use the pump for insulin therapy.